Event description:
It was reported that by the patient that the device did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4039, competitor implantable pacing lead, (b)(5) 2007; 6947, implantable tachy lead, (b)(5) 2008; 1156t, competitor implantable pacing lead, (b)(5) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.